Manufacturer narrative:
Date of event: unknown, information not provided. Serial no: unknown, as it was not provided. Model number: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Device manufacture date: unknown, as the lot number was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Article: incidence of intraoperative and early postoperative adverse events in a large cohort of consecutive laser vision correction treatments citation: incidence of intraoperative and early postoperative adverse events in a large cohort of consecutive laser vision correction treatments. Am j ophthalmol 2020;210:97-106. 2019 elsevier inc.

Event description:
The following article was received based on a literature review: incidence of intraoperative and early postoperative adverse events in a large cohort of consecutive laser vision correction treatments. The purpose of this published study was to evaluate the incidence of adverse events occurring with the laser vision correction (prk and lasik) regardless if these were related to patient (new or preexisting) conditions, surgical technique or device malfunction. It consisted in a retrospective case series review at optical express in (B)(6). The study population consisted in the patients whom underwent laser in situ keratomileusis (lasik) or photorefractive keratectomy (prk) between 1-jul-2014 and 30-jun-2016. Intralase related complaints: flap striae 107 eyes (however, the striae may result from multiple factors, including the surgical technique, 7 eyes experienced loss of 2 or more lines of bscva). Abrasion 100 eyes (3 eyes experienced loss of 2 or more lines of bscva). Transient light sensitivity syndrome 70 eyes (1 eye experienced loss of 2 or more lines of bscva). Suction loss 31 eyes (none lost 2 or more lines of bscva). Flap lift (debris/fiber) 14 eyes (none lost 2 or more lines of bscva; however, all required flap lift for debris removal). Flap incomplete (none lost 2 or more lines of bscva). Flap buttonhole (none lost 2 or more lines of bscva). Flap free (none lost 2 or more lines of bscva). Gas break through during flap creation (none lost 2 or more lines of bscva). Irregular flap (none lost 2 or more lines of bscva). Additionally found in this report, were other jnj devices associated complaints as follows: visx star s4 ir excimer laser system: lasik: haze or scar, 74 eyes (5 eyes experienced loss of 2 or more lines of bscva). Dlk grade 3, 69 eyes (3 eyes experienced loss of 2 or more lines of bscva). Central toxic keratopathy 9 eyes. Corneal edema, 8 eyes (none lost 2 or more lines of bscva). Ectasia, 8 eyes (4 eyes experienced loss of 2 or more lines of bscva). Decentered ablation, 2 eyes (1 eye experienced loss of 2 or more lines of bscva). Dlk grade 4, 2 eyes (not known if impacted bscva). Equipment failure during surgery, 2 eyes (none lost 2 or more lines of bscva). Retinal detachment 2 eyes (2 eyes experienced loss of 2 or more lines of bscva). Retinal tear, 1 eye (did not lost 2 or more lines of bscva). Prk: haze or scar, 58 eyes (4 eyes experienced loss of 2 or more lines of bscva). Abrasion, 16 eyes (none lost 2 or more lines of bscva). Ectasia, 1 eye (none lost 2 or more lines of bscva). Idesign: idesign or advanced custom vue: incorrect treatment, 3 eyes (none lost 2 or more lines of bscva). This report is for the excimer laser. A separate report will be submitted for the femto laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H11. Corrected data: d4. Model # 0030-4966 h3 other text : placeholder.